Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.

Event description:
It was reported that when they were opening the kit, they found the introducer needle had protruded the inner packaging. As a result, another kit was opened and used successfully for the pt. It was unk if there was a delay in treatment. There was no pt death or no pt complications were reported.